Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of no delivery and rf pic failed self-test from the insulin pump. The customer's blood glucose reading was 234 mg/dl. The customer stated that he received a no delivery and cleared it then received a rf pic failed self-test from the pump. The customer stated that he received the code about 16 times in the past week. The customer stated that he was trying to bolus for breakfast, and had 15 units and got the no delivery at 13 units. The customer stated that the alarm did not occur during manual prime. The customer stated that the alarm did not occur during the rewind process. The customer was unable to troubleshoot during the time of call. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump alarmed during the self-test and lost sensor alarm due to faulty remote on radio frequency board. No cosmetic damage noted during physical inspection.